Event description:
The customer reported she was operating the c-arm and halfway during the ortho case the system stopped fluoroing. They rebooted the system and finished the case without further trouble. No pt injury was reported.